Event description:
The patient reported the receiver site was not healing. Antibiotics were prescribed and a revision procedure was performed on (B)(6) 2025. The clinician repositioned the receiver knot and debrided the pocket. The patient is currently doing well.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date, not prepping the surface of the skin with an antiseptic solution, improperly closing the surgical site, not irrigating the incision site with an antibiotic solution before closure, multiple tunneling attempts, and using inappropriate tools have been ruled out. Additionally, not prescribing antibiotics pre-operatively, inadequate fixation, severe force applied to the implant, and excessive twisting or stretching have been ruled out as potential causes. However, the patient has prediabetes which is believed to be the reason for the poor healing. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the impaired healing is due to the patient being a poor candidate due to health, weight, age, mental capacity as the patient has prediabetes (user-error clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.